Manufacturer narrative:
Evaluation of the suspect AED confirmed the reported issue; specifically, the device was not delivering audible prompts. Subsequent testing using a known-good speaker demonstrated that the AED functioned as expected. The unit passed all functional and bench testing, indicating that the root cause of the issue was isolated to a component failure related to the speaker coil.

Event description:
A customer reported that an AED exhibited inconsistent audio prompts during a rescue attempt. During use, the rescue team noted that the "do not touch" indicator was flashing without the usual accompanying voice guidance. Shortly afterward, the shock button illuminated, and a shock was delivered. They further reported after this event, audio prompts resumed but remained intermittent.